Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; other pain: bladder pain, left hip, leg and foot pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; aggravated incontinence; damage; psychiatric injury. Surgical interventions: on (B)(6) 2016 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to remove corroded tape which embedded in the bladder. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: corroded tape embedded in bladder again and due to severe vomiting while waiting for surgery passed out and broke foot. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystoscopy, dilation, curettage with hysteroscopy. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: laparoscopic excision of intravesical mesh erosion and cystoscopy - tape removed from bladder and partial removal of tape. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: remove screws and plates from foot - injury caused by passing out due severe vomiting and pain as a result of corroded tape embedded in bladder. On (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystoscopy- to find out what is causing pain in bladder, recurrent uti's and continued worsening of incontinence. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: palexia 50 mg for the treatment of: pain management. Treatment duration: 3 months. On (B)(6) 2000 the patient commenced incontinence medication: betmiga 50 mg for the treatment of: incontinence. Treatment duration: 3 months. On (B)(6) 2019 the patient commenced psychological medication: endep 10mg /amitriptyline 25mg for the treatment of: pain management and depression. Treatment duration: on and off 12 months. The patient was treated with other medication (please specify): voltarin tablets for the treatment of: anti-inflammatory to reduce swelling. Treatment duration: over 6 years.

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Correction: previous reports for this patient and device have been sent under MFR report # 3005099803-2021-00089, 3005099803-2021-00705.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was implanted on (B)(6) 2015. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; thigh pain; other pain: bladder pain, left hip, leg and foot pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; aggravated incontinence; damage; psychiatric injury surgical interventions: on (B)(6) 2016 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: to remove corroded tape which embedded in the bladder. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: corroded tape embedded in bladder again and due to servere vomiting while waiting for surgery passed out and broke foot. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystoscopy, dilation, curettage with hysteroscopy. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: laparoscopic excision of intravesical mesh erosion and cystoscopy - tape removed from bladder and partial removal of tape. On (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: remove screws and plates from foot - injury caused by passing out due severe vomiting and pain as a result of corroded tape embedded in bladder. On (B)(6) 2019 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: cystoscopy- to find out what is causing pain in bladder, recurrent uti's and continued worsening of incontinence. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: palexia 50 mg for the treatment of: pain management. Treatment duration: 3 months. On (B)(6) 2000 the patient commenced incontinence medication: betmiga 50 mg for the treatment of: incontinence. Treatment duration: 3 months. On (B)(6) 2019 the patient commenced psychological medication: endep 10mg /amitriptyline 25mg for the treatment of: pain management and depression. Treatment duration: on and off 12 months. The patient was treated with other medication (please specify): voltarin tablets for the treatment of: anti-inflamitory to reduce swelling. Treatment duration: over 6 years.